Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the system is switching surgical parameters on its own. There is no further information at this time.

Manufacturer narrative:
Additional information is provided. The customer called the company service representative to assist with troubleshooting. The customer informed the company service representative that the system displayed system message (sm) - [communication timeout (console not hearing from footswitch)] and [footswitch up-switch failure]. Unrelated to the reported event, the customer also stated that the system displayed sm - [unexpected loss of a/c power]. The company service representative assisted the customer with testing the footswitch over the phone. The footswitch was tested in both cabled and un-cabled configurations, and it was found to be functional in all modes. The company service representative assisted the customer with changing the system¿s wireless channel from setting g to setting e. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The system was manufactured on august 27, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).